Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 54840006545, 510k # k091974 was cleared in the united states. :neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent tlif surgery at l3-s1 with spinal fixation system. The patient underwent revision surgery because two s1 screws got loosened, the surgeon removed the screws and then inserted two mas 7.5mm each at both sides of iliac bone. The surgery was completed without any problem.